Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a missing retainer and reservoir tube o-ring. The p-cap was unable to be locked into the reservoir compartment due to the missing retainer and reservoir tube o-ring. The following were noted during a physical inspection: missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, cracked belt clip rails, pillowing keypad overlay, and missing reservoir tube o-ring. Cracked belt clip rails is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1712k was requested and it was returned for analysis.